Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the motor device. A functional assessment was performed which found that the device had low rotations per minute (rpm) caused by pins being pushed back in the connector. The pin pushed back in the connector was determined to be a result of the connector not being properly aligned and forced into the female connector when plugging it into console. It was determined that this is what caused the low power and e2 error. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e2 error. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.